Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2013, l2-sai instrumentation was done for the patient with spine deformity. Although bone fusion was confirmed after surgery, kyphosis was found above l2. On (B)(6) 2015, the reoperation for extension to th10 was conducted. During the rod placement procedure, when the surgeon tried to insert a rod into the setscrew at the lower side, it was found a little tight to insert. After he placed the rod successfully, a metal piece believed to come from the setscrew was found in the patient¿s body. The metal piece was retrieved and the case was completed with 1-minute delay.

Manufacturer narrative:
Only a segment of the torn thread from the set screw was returned. Little evaluation or investigation could be performed on this segment beyond verifying that it is a thread torn from the set screw as the remainder of the set screw was not returned. A review of the device history records could not be performed as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screw¿s thread tearing off cannot be determined from the sample and information provided. A potential root cause may be due to inadvertently cross threading during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.